Manufacturer narrative:
Method: cdr reviewed for this incident. Result: ECG morphology changed during event. Conclusion: this is being filed because it cannot be concluded that recurrence would result in an adverse event.

Event description:
When deployed, the AED indicated no shock advised during analysis. Second defibrillator deployed, ECG changed, shock delivered. (B) (4).